Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have overmold seal adapter broken at the distal tip. The broken seal adapter has significant damage measuring roughly3mm x 5mm in size. Missing piece was not returned. Components adjacent to this broken overmold seal adapter show damage which may indicate potential mishandling/misuse damage. Electrical contacts at the tip were observed to be bent. Additional observation related: the instrument was found to have instrument contacts bent. Upon visual inspection of the damaged seal adapter, the electrical contact within the adapter were observed to be bent. Additional investigation is in progress due to broken overmolded seal adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar cautery instrument was cracked at the distal end. There was no reported injury.